Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. Customer insulin pump was returned.